Event description:
It was reported that a revision surgery occurred due to patient expressing pain after a fall. During the procedure, a fractured screw was identified and it was removed and replaced. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
This is 1 of 2 mdrs involved in the same event. Please see MDR number: 2242816 - 2012 - 00022. Per the instructions for use, "possible adverse effects" include bending, fracture, loosening or migration of the implant pain, discomfort, or abnormal sensations due to presence of the implant.

Manufacturer narrative:
This is 1 of 2 mdrs involved in the same event. Please see MDR numbers: 2242816 - 2012 - 00021, 2242816 - 2012 - 00022. A visual examination of the returned screws confirmed the reported event. One of the returned screws was found to have a broken threaded shaft. The other screw was found to have no damage to the shaft, however, both had some wear and damage around the superior end of the screw shaft, probably due to insertion and removal. The manufacturing records were reviewed and there were no dimensional, functional or material anomalies found in the documentation. The risk analysis and the design fmeca were also reviewed and it was determined that the reported event is adequately identified and reviewed. The probable underlying root cause for the screw breakage is excessive load forces. According to the complaint report, the patient admitted to falling after the initial xrays were taken, confirming the broken screws. A fall may have added to the damage of the screws prior to removal. Screw breakage is listed as a possible adverse effect noted in the packaging insert of the product.